Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain/ severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), dizziness ("dizziness") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, back pain, dyspareunia, alopecia, dizziness and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dizziness, dyspareunia, menorrhagia and pelvic discomfort to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.